Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;

Event description:
IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM THE UNITED KINGDOM, A TOTAL OF THREE THOUSAND THREE HUNDRED FIFTY-FOUR (3354) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 13-SEP-2006 AND 18-APR-2025, USING A REFLECTION XLPE ALL-POLY CUP. FROM THESE, FIFTY-SIX (56) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TEN (10) HIPS DUE TO LOOSENING ¿ SOCKET, TWELVE (12) HIPS DUE TO DISLOCATION/SUBLUXATION, FOURTEEN (14) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO UNEXPLAINED PAIN, FOUR (4) HIPS DUE TO MALALIGNMENT SOCKET, NINETEEN (19) HIPS DUE TO PERI-PROSTHETIC FRACTURE STEM, FOUR (4) HIPS DUE TO LOOSENING STEM, TWO (2) HIPS DUE TO MALALIGNMENT STEM, ONE (1) HIP DUE TO LYSIS ¿ STEM, ONE (1) HIP DUE TO LYSIS ¿ SOCKET, TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE SOCKET, THREE (3) HIPS DUE TO WEAR OF ACETABULAR COMPONENT, ONE (1) HIP DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT MORE THAN ONE REASON FOR REVISION MAY BE LISTED FOR EACH REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 13-SEP-2006 AND 18-APR-2025 IN THE UNITED KINGDOM.

Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE NATIONAL JOINT REGISTRY (NJR) FROM THE UNITED KINGDOM, A TOTAL OF THREE THOUSAND THREE HUNDRED FIFTY-FOUR (3354) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 13-SEP-2006 AND 18-APR-2025, USING A REFLECTION XLPE ALL-POLY CUP. FROM THESE, FIFTY-SIX (56) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TEN (10) HIPS DUE TO LOOSENING ¿ SOCKET, TWELVE (12) HIPS DUE TO DISLOCATION/SUBLUXATION, FOURTEEN (14) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO UNEXPLAINED PAIN, FOUR (4) HIPS DUE TO MALALIGNMENT SOCKET, NINETEEN (19) HIPS DUE TO PERI-PROSTHETIC FRACTURE STEM, FOUR (4) HIPS DUE TO LOOSENING STEM, TWO (2) HIPS DUE TO MALALIGNMENT STEM, ONE (1) HIP DUE TO LYSIS ¿ STEM, ONE (1) HIP DUE TO LYSIS ¿ SOCKET, TWO (2) HIPS DUE TO PERI-PROSTHETIC FRACTURE SOCKET, THREE (3) HIPS DUE TO WEAR OF ACETABULAR COMPONENT, ONE (1) HIP DUE TO ADVERSE SOFT TISSUE REACTION TO PARTICULATE DEBRIS AND TWO (2) HIPS DUE TO OTHER-UNKNOWN REASONS. IT SHOULD BE NOTED THAT MORE THAN ONE REASON FOR REVISION MAY BE LISTED FOR EACH REVISION PROCEDURE. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 13-SEP-2006 AND 18-APR-2025 IN THE UNITED KINGDOM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE REFLECTION XLPE ALL-POLY CUP PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF THREE THOUSAND THREE HUNDRED FIFTY-FOUR (3354) THA PRIMARY PROCEDURES WITH REFLECTION XLPE ALL-POLY CUPS HAVE BEEN PERFORMED IN THE UNITED KINGDOM BETWEEN 13-SEP-2006 AND 18-APR-2025. AT ALL TIME POINTS FROM 1 TO 13 FOLLOW-UP YEARS, THE KAPLAN-MEIER REVISION RATE OF THE REFLECTION ALL-POLY XLPE CUP IS IN LINE WITH THE CLASS, AS DEFINED BY OVERLAPPING CONFIDENCE INTERVALS. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: ¿ AT 1ST POSTOPERATIVE YEAR: 0.67% (0.44%-1.01%) VS 0.6% (0.6%-0.6%) OF THE CLASS. ¿ AT 3RD POSTOPERATIVE YEAR: 1.09% (0.78%-1.52%) VS 1.1% (1.1%-1.1%) OF THE CLASS. ¿ AT 5TH POSTOPERATIVE YEAR: 1.62% (1.20%-2.18%) VS 1.5% (1.5%-1.5%) OF THE CLASS. ¿ AT 7TH POSTOPERATIVE YEAR: 2.20% (1.66%-2.93%) VS 1.9% (1.9%-2.0%) OF THE CLASS. ¿ AT 10TH POSTOPERATIVE YEAR: 2.42% (1.82%-3.23%) VS 2.8% (2.7%-2.8%) OF THE CLASS. ¿ AT 12TH POSTOPERATIVE YEAR: 2.76% (1.95%-3.90%) VS 3.5% (3.5%-3.6%) OF THE CLASS. ¿ AT 13TH POSTOPERATIVE YEAR: 2.76% (1.95%-3.90%) VS 3.9% (3.9%-4.0%) OF THE CLASS. THE MOST FREQUENTLY REPORTED REASON FOR REVISION AFTER PRIMARY THA WITH REFLECTION ALL-POLY XLPE CUP WAS LOOSENING / LYSIS (N=17, 0.5%), FOLLOWED BY INFECTION (N=14, 0.4%). INFECTION MAY OCCUR DUE TO THE SURGICAL ENVIRONMENT OR PATIENTS WHO ARE AT HIGH-RISK AND IS NOT AN INHERENT COMPLICATION OF THE DEVICE. LOOSENING MAY OCCUR TO COMPONENTS CO-IMPLANTED WITH THE SUBJECT DEVICES, SUCH AS FEMORAL STEMS. ALL REVISED CASES DUE TO LOOSENING WERE INCLUDED IN THE ANALYSIS INDEPENDENTLY OF THE COMPONENT AFFECTED. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Manufacturer narrative:
THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(4), COMMUNICATED ON (B)(6) 2025. AS A RESULT, THE DATA PREVIOUSLY REPORTED THROUGH MDR 1020279-2025-01150 IS NO LONGER VALID AS IT WILL BE MIGRATED AND SUBMITTED UNDER MDR 1020279-2025-00946 BY THE END OF THE THIRD REPORTING QUARTER, AS AGREED WITH THE FDA.